Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The additional device referenced in b5 is being filed under a separate medwatch report.na

Event description:
This is being filed to report clip open it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted significant posterior flail. The first clip delivery system (cds-90510u177)) was advanced to the mitral valve, and the clip grasped the leaflets, reducing mr to 2. The clip was deployed; however mr increased to 2-3 and the clip re-opened. Then a second clip (90510u171) was deployed to further reduce mr; however, the second clip also re-opened post-deployment. Additional treatment was not performed. Two clips were implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported unintended movement clip opening while locked could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.